Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handpiece device ran very hot and felt like the wires got dislocated from the drill device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor device reflected a heat with a reading of 121.5 degrees fahrenheit which is greater than manufacture specification (121.5 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit), the cord was able to bend indicating component damage, the swivel sub assembly was broken and the bearings in the burr lock were worn out showing corrosion. Therefore, the reported condition was confirmed. The assignable root cause for the component damage was caused by improper handling and normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.